Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two xience prime stents (2.25x23, 3.0x23) referenced are filed under separate medwatch report numbers.

Event description:
Subsequent to the initial 30-day medical device report, additional information was received that all three xience prime stents had restenosis. Balloon angioplasty was performed in the native vessels and in the graft to the first diagonal artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013 two xience prime stents (3.0x23, 2.5x23 mm) were implanted in the mid left anterior descending coronary artery bifurcation and the 2.25x23 mm xience prime stent was implanted in the first diagonal coronary artery. Balloon angioplasty was performed on (B)(6) 2016 to treat stable angina. The physician commented that the angina may have been related to in-stent restenosis. The condition resolved. No additional information was provided.